Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level began to rise and the customer observed air bubbles in the tubing. The customer's blood glucose level reached 425 (mg/dl) with small ketones. A correction via the pump was delivered to address bg level. The customer stated their bg level returned to target after the bubbles were cleared from the tubing.